Event description:
Rptr was given synvisc in hand. It was approved for knees only. Rptr has had severe swelling, pain and mental distress since. The dr that gave this treatment never once took any tests or x-rays before treating rptr with this treatment. Rptr has since had surgery to repair hand and was blown off biomatrix inc and the dr that gave this treatment. Rptr wants satisfaction. Rptr at the present time unable to work and now financial situation is not good.